Manufacturer narrative:
Additional information. Surgeon reported that she noted that the event was about the time they started using topical lotemax gel. They've since switched back to pred forte about 2-3 months ago.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with irregular epithelium /anterior basement membrane dystrophy (abmd).on left eye (os) at 5 month post-operative exam. A brief description from the surgery center indicated the patient had blurred visual acuity on left eye due to the irregular epithelium/ anterior basement membrane dystrophy (abmd) post lasik. The uncorrected visual acuity (ucva) for os was 20/50 and best corrected visual acuity was 20/20. A bandage soft contact lens (bscl) was placed on the left eye and doxycycline and lotemax was prescribed for 4 weeks. The patient had commented on blurred vision on left eye and minor discomfort upon the morning upon awakening. The patient is scheduled for an epithelial debridement. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20 1.25 x -.50 x 10. Left eye (os) pre-op 20/20 2.00 x -1.00 x 177. Post-op bcva from (B)(6) 2016: right eye (od) post-op 20/20 .25 x -.75 x 0. Left eye (os) post-op 20/20 1.00 x -1.75 x 150.